Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, this device failed to hold the clips prior to applying them. The case was finished using a new clip applier. There were no adverse pt consequences.